Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had been evaluated for anemia and had an upper and lower endoscopy at the end of march. The caller (patient's nurse) said that they were looking for bleeding but they didn't find anything. The caller said since the colonoscopy, the patient has had urinary incontinence every day 3-4 times a day. The caller said they found out through a note given to them by the teaching hospital, that the patient's implant was for the bowel but the caller wondered if something had happened to the patient's implant that could've effected the bladder. The caller was not with the patient or the external equipment. Patient service reviewed that the caller could call patient services back when they were with the patient and external equipment to check therapy status. The hcp called back the next day stating that they now had the patient controller and needing assistance in connecting to the ins. The agent walked them through, but they were not able to. The agent reviewed ins battery longevity and possible end of service (eos). The agent redirected them to the patient's managing hcp to have the ins battery status checked.